Event description:
It was reported that the surgeon used a suturefix xl anchor during a surgery. The case went well and the anchor deployed. However, on the x-ray during the procedure a small mark was visible on the image. On further imaging after surgery it appears that it is a tiny piece of metal from the anchor (probably the insertion prong). The patient has had no pain and the metal prong appears to be under the anchor and in the bone.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. An image (x-ray) was supplied but is inconclusive. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Without the relevant clinical information, procedure report, the anchor insertion instrumentation prong, a root cause of the reported insertion prong breakage cannot be concluded. The suturefix anchor insertion prong is biocompatible and it is retained within the original bone. However, migration is not likely since the broken insertion prong is contained within the bone as the single image appears. It was communicated that while the material itself is relatively inert, the possibility of mechanical irritation from a metallic fragment cannot be excluded. Per report, the patient is recovering well and has no pain or mobility issues.